Manufacturer narrative:
Other applicable components are: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. It was unclear which implantable neurostimulator (ins) was explanted for the lack of effect. For information regarding the patient's other ins please refer to manufacturer report # 3004209178-2016-07326.

Event description:
A consumer reported that the patient had both of their implantable neurostimulator (ins) systems explanted between (B)(6) 2015. One ins was not helping the patient and they did not know why the second ins was removed. It was noted that the patient had complex regional pain syndrome and their skin would bruise from the implants. The patient had also lost a lot of weight. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.